Manufacturer narrative:
In the event the devices are returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient only felt stimulation in her hands. Lead migration was suspected and x-ray confirmed the lead had slightly moved on the left side. Subsequently, surgical intervention was taken and the patient's lead was repositioned on (B)(6) 2017.

Event description:
Additional information received identified the surgical intervention was performed on (B)(6) 2017. Also, reportedly a second lead was implanted to cover all of the patient's pain area. The patient is now receiving effective stimulation therapy.